Manufacturer narrative:
The customer's calibration and qc data were ok. Based on the available information, there was no indication for a performance issue of reagent. The customer reviewed the customer's alarm trace and did not find any abnormalities. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer adjusted the cell rinse level. He performed precision testing and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for one patient tested on a cobas c513 module. The patient's initial hba1c result was not reported outside the laboratory. The customer reported analytical measurement range (amr) failures with samples and the customer performed qc but had failing results. The customer repeated qc and had acceptable results. The customer repeated the patient's sample on a different analyzer for confirmation. The patient's initial hba1c result was 10.2%, and the patient's repeat hba1c result was 5.99%. The customer determined the repeat result was correct. The hba1c reagent lot number was 45811501 with an expiration date of 30-jun-2021.